Event description:
On (B)(6) 2017, a 25mm trifecta gt valve was implanted in the aortic position using non-everting mattress sutures with pledgets. Concomitantly, a mitral valvuloplasty (mvp) was performed and a non-abbott annuloplasty ring (memo 3d/sorin, size unknown) was implanted. On (B)(6) 2018, the patient experienced chest pain and aortic valve leakage was confirmed by echocardiography. Re-do aortic valve replacement was performed and the 25mm trifecta gt valve was explanted. Upon explant of this valve, a right coronary cusp (rcc) was noted to be widely torn at the top of the stent post adjacent to the left coronary cusp (lcc) toward its nadir. A 25mm perimount magna ease aortic heart valve (size unknown) was implanted. The patient's postoperative course was uneventful. The surgeon suspected this incident was due to early structural valve deterioration (svd). Reportedly, the leaflet and the sewing cuff got damaged during explant of this valve. Additional information has been requested.

Manufacturer narrative:
The reported event of a torn leaflet was confirmed, which is consistent with the reported leakage. Morphological, histopathological and x-ray examination revealed that all three leaflets contained tears. There was fibrous pannus ingrowth on both the inflow and outflow surfaces of leaflet 1, and the outflow surface of leaflet 2. Leaflets 1 and 3 were fibrotically thickened. Stent post 3 was bent outwards. Information from the field indicated that "the leaflet and the sewing cuff got damaged during explant." It was therefore difficult to determine the extent of the tearing prior to explant. No inflammation or significant calcifications were found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. This review is inclusive of the final inspection videos which confirmed final valve functionality without evidence of stent deformation or leaflet damage. The cause of the reported tear remains unknown.